Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed and the occlusion alarm reoccurred. Blood glucose was impacted (value not provide). Customer was very sick due to a high ketone level. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.